Event description:
Physician was attempting to treat a lesion in the subclavian artery using two scuba stenting devices. It was reported that the stents of the two devices were dislodged when they entered cook6f. The stents dislodged proximally in the guide catheter. There was no injury to patient. The patient is good. ¿please note that this device (scuba co-cr) is distributed outside the united states; however, it is similar to the united states distributed product (scuba biliary).¿

Manufacturer narrative:
Results, conclusion: scuba stent is designed for treatment of arteries below the aortic arch.

Event description:
Evaluation summary: the catheter was received but the stent was not returned so technical analysis could not be performed. Traces of radio opaque solution were detected on the balloon and into the inflation line. There was no damage noted on the returned catheter and the balloon was inflated.

Manufacturer narrative:
Results and conclusion: (based on the information available no root cause can be determined). (Evaluation in progress). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.